Event description:
Information received by medtronic indicated that insulin pump had scratches on screen making it harder to read. Customer stated that the insulin pump rejects new batteries and buttons were sticking. Customer stated that the insulin pump was slower during rewind and date and time reset with battery change. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.